Manufacturer narrative:
Product analysis: the product has been returned for analysis. A supplemental report will be filed upon completion of the analysis. Conclusion: not yet available, evaluation of the product is in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, after full implantation, the valve slid down too deep into the left ventricle. It was noted that the patient had a slightly tortuous right iliac that may have contributed to the valve dislodgement. Snaring the valve was attempted, but unsuccessful. An additional procedure was performed to explant the transcatheter bioprosthetic valve and implant a non-medtronic surgical aortic valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the valve was received in its original container jar submerged in cloudy solution. The valve was discolored, showing evidence of blood contact. No evidence of distortion or damage was observed on the valve or frame. All leaflets were flexible and intact. All leaflets were in the closed position. All commissures were intact. Conclusion: potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. However, a root cause could not be established from the information available. This event does not indicate device misuse or malfunction. Updated: g1, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.